Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the unit was found to not turn on. It was leaking air at the swivel, the control bar was loose, the control shaft was not in position, the head was gouged, and there was evidence of third-party repairs from the use of clear silicone. The swivel, motor, machined head, and lever were replaced, and the control bar was adjusted and resolved the reported issue. The unit was manufactured in 2012 and has not since been returned for annual preventative maintenance. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use and a user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time the device did not cut correctly. It is unknown if there was any patient impact. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.